Event description:
An ortho-clinical diagnostis lab specialist reported that a customer obtained a faluse positive ahbs result on a pt sample. A negative result was obtained for the same sample using a alternative method. A false positive result could present a risk to public health. There was no report of pt harm as a result of this event.